Event description:
It was reported that during an angioplasty treatment procedure, balloon rupture occurred. Vascular access was obtained via right femoral artery utilizing an ipsilateral retrograde approach. The 80% stenosed target lesion was located in the moderately calcified and the moderately tortuous right common iliac artery. A 4.0 mm x 20 mm x 80 cm (4f) sterling balloon catheter was used for dilatation. During the third inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with a 5 mm x 2 mm x 80 cm sterling balloon catheter and the deployment of a 7 x 17 express ld stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).